Event description:
Internal battery on a ventilator does not hold charge. After few hours of use on the battery, it gives "low battery alarm," then after 30 seconds, it shuts down with "empty battery alarm." The problem was found during testing at a dealer facility and no pt was involved in the incident.